Event description:
Healthcare professional reported a left side rupture. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: one opening on posterior side assessed, as fold flaw opening. Additional observations: creases were observed, wear abrasion observed, stress marks observed.

Event description:
Healthcare professional reported, a left side rupture. The device has been explanted and replaced.